Event description:
It was reported that while the surgeon was using the instrument the tip fractured. The pience that fractured inside the patient's bone remained. There is no plan to remove the foreign body from the patient at this time.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) drill. Visual examination of the returned product/provided pictures identified the cutting edge of the drill has fractured off and was not returned. Additionally, wear & tear is seen that indicates repeated use during a potential field age greater than 9 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.